Event description:
A guardian reported that the pump alerts did not always sound, causing concern as the pump sometimes failed to notify the user, potentially resulting in high or low blood glucose levels. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional corrective actions were taken.